Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they ins died prematurely in only 2 years patient stated that the device was checked at some point and it had a cycling set to 18 seconds on, 8 seconds off. They also stated that they had device checked by an np in august and it showed estimate of 24-44 months. However, mdt rep claimed to have never checked battery longevity with 8840. It was also stated that patient had surgery at the end of july and asked (B)(6) (office scheduler) if ins should be replaced at that time but (B)(6) said it was too soon. It was reviewed that the longevity is dependent on settings and directed patient to speak with physician about concerns of premature depletion to see if they had any records about the patient's programming or if the ins was returned for analysis. No symptoms were reported and no further complications were noted or anticipated.